Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The medihoney (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was requested to integra's medical safety team and the following was provided: based on the limited, non-clinical information provided by the patient¿s wife, the patient initially presented with a draining cutaneous lesion prior to initiation of medihoney. The subsequent progression to widespread cutaneous involvement and reported systemic infection involving multiple organs is indicative of an underlying disseminated infectious or systemic disease process. A causal relationship between medihoney use and the patient¿s wound progression, systemic infection, or subsequent death is highly unlikely. The information provided suggests the patient was an elderly individual (95 years old) with multiple risk factors commonly associated with poor wound healing and systemic complications, including advanced age and a reported history of cardiovascular disease. Although the underlying diagnosis responsible for the initial chest lesions was not provided, the described clinical course raises consideration for several medically plausible, non¿product-related etiologies. The report of infection involving the liver and heart suggests advanced systemic illness or sepsis with multi-organ involvement, a condition associated with high mortality regardless of topical wound management strategies. The need for surgical intervention, intravenous therapy, and subsequent hospice referral further supports the presence of severe, life-limiting systemic disease rather than a localized wound-care failure. Importantly, the patient remained under continuous physician-directed care throughout the course of illness, including surgery, inpatient treatment, and end-of-life decision-making. There was no indication that treating clinicians attributed wound progression or systemic infection to medihoney, nor is there evidence of a device-related use error or product failure. No information was provided regarding product or lot number, expiration date, or storage conditions, condition of the product at the time of use (e.g., color, odor, texture, evidence of contamination), frequency, duration, amount, or method of medihoney application, concomitant therapies, prescribed medications, or adjunctive wound care interventions. Additionally, it is unknown whether medihoney use was prescribed or recommended by the patient¿s healthcare providers, and no medical documentation has been submitted to correlate product use temporally or clinically with wound deterioration or systemic infection. Based on the available information, we deem the event is not related to medihoney; that progression is consistent with an underlying disseminated disease in a high-risk host. There is no evidence to support a causal or contributory relationship between medihoney use and the patient¿s wound progression, systemic infection, or death. The clinical course described is far more consistent with advanced underlying disease, age-related impaired healing, and severe systemic illness, culminating in multi-organ involvement and end-of-life care. The absence of medical records, diagnostic data, and product-specific use details further limits any ability to establish relatedness. Importantly, medihoney is a medical-grade honey with well-established antimicrobial properties and no known mechanism by which it would promote infection or systemic spread. Medihoney products are ultra-filtered and terminally sterilized by gamma irradiation after packaging, a validated process that eliminates viable microorganisms, including bacterial spores, and significantly reduces the risk of product-related contamination. This sterilization method preserves the product¿s intrinsic properties while ensuring microbiological safety. In addition, medihoney possesses well-documented intrinsic antimicrobial activity attributable to its low ph, high osmolarity, and bioactive components such as methylglyoxal. Internal validation and challenge testing have demonstrated a low risk of microbial proliferation over the labeled open-shelf life (four months for single-patient, multiple-use applications). Therefore, based on current information, the adverse outcome is most likely attributable to the patient¿s underlying medical conditions and disease progression, and a relationship to the medihoney product is considered highly unlikely. Per the medical assessment, it cannot be confirmed that the health outcomes for the patient resulted from or were tied to use of medihoney.

Event description:
A customer reported: her husband had some big red splotch on his chest in the fall of 2024, then it started seeping out a bit and he would put medihoney and such on it. He was in and out of doc's offices, hospital stays, etc. The sores and such just spread from his chest, stomach, arms, knees, feet. There were nights with horrible non-stop bloody noses. Eventually he had surgery on the bad chest wound, and it needed daily dressing and pretty sure on top of the doc meds he would still use medi-honey. Long 8 months, bui in the last hospital stay in april, the patient's wife had a conversation with the doctor; they had him hooked up to ivs, said they could try some surgery but his life would be miserable because the infection in his liver and heart was so bad that there wasn't much they could do, so with his agreement they sent him home in an ambulance for hospice care and then hospice, and he died in may. He had no history of cancer, did have some heart issues 5 years prior, but we went to the gym every morning at 5:30 am and he was in pretty good shape until the chest thing! And then an obvious infection. Additional information received from patient's wife via phone call: she advised that her husband used the medihoney product for about 8 months and he has now passed away. She stated that he first began using medihoney for a red spot on his chest that soon turned into an open wound. He soon started developing spots all over his body. When asked her if he used the product on the new spots he developed, she stated she ¿could not recall¿. She was also asked if the additional spots became open wounds, she also stated that she was ¿unsure¿.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.